Event description:
Per complaint form: inbound. Pump alarming with no disposable displayed on screen. Despite troubleshooting, alarm persists. Cassette changed to backup pump and alarm persists. No further details provided. No additional details known. No injury.